Event description:
Based on additional information received on 13-apr- 2018, this case initially considered as non-serious was upgraded to serious as the events swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee were updated to serious with required intervention as seriousness criteria. This unsolicited case from united states was received on 12-apr-2018 from a other healthcare professional. This case concerns a 56 years old male patient who received treatment with synvisc injection and after 3 days had swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee and after 7 days had aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee no medical history, past drugs, concomitant medication and concurrent conditions were reported. On 04-apr-2018, patient received treatment with intraarticular synvisc injection, weekly at a dose of 2 ml, (batch number: 7rsp015a; expiry date: 30-sep-2020) in left knee for osteoarthritis. It was the first injection of the series of 3. On 07-apr-2018, 3 days after the injection, patient started experiencing severe pain and swelling to his left knee. Patient was seen in clinic on 11-apr-2018 and had 80ml of clear yellow fluid aspirated from his left knee and sent for culture that came back negative (latency: 7 days). Patient received an injection of 40mg methylprednisolone acetate (depomedrol) at time of aspiration to left knee. Patient asked what she should do with remainder of synvisc injections. Action taken: no action taken corrective treatment: elevating knee and applying ice, methylprednisolone acetate for swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee and aspiration for effusion (l) knee. Outcome: unknown for all the events a product technical complaint (ptc) was initiated with global ptc number 53523. The production and quality control documentation for lot 7rsp015 expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-apr-18 there were 4 complaints on file for lot 7rsl015 and all related sublots. 3 complaints were on file for lot 7rsp015: (1) adverse event report and (2) leaky syringes and 1 complaint was on file for lot 7rsp015a: (1) adverse event report. Sanofi would continue to monitor complaints determine if a CAPA was required. Seriousness criteria: required intervention for swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee additional information was received on 13-apr-2018 from nurse. The case was upgraded to serious. Event term swelling to the injected knee was updated to swelling to the injected knee/ swelling to his left knee, pain to the injected knee was updated to pain to the injected knee/ severe pain to left knee and aspiration of the injected knee was performed was updated to aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee. Corrective treatment for swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee were added and event onset dates were updated. Indication of synvisc was added. Clinical course was updated and text was amended accordingly. Additional information was received on 24-apr-2018 from nurse. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly.

Event description:
Pseudoseptic arthritis left knee [pseudoseptic arthritis] ([joint effusion], [swelling of l knee], [knee pain]). Case narrative: based on additional information received on 13-apr-2018, this case initially considered as non-serious was upgraded to serious as the events swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee were updated to serious with required intervention as seriousness criteria. This unsolicited case from united states was received on 12-apr-2018 from other healthcare professional. This case concerns a 56 years old male patient who received treatment with synvisc injection and developed pseudoseptic arthritis left knee (latency: few days) patient's past medical history included hyperlipidemia. Concurrent condition included hypertension. Concomitant medication included hydrochlorothiazide, lisinopril (lisinopril+ hidroclorotiazida). No past drugs were reported. On (B)(6) 2018, patient received treatment with intra- articular synvisc injection, weekly at a dose of 2 ml, (batch number: 7rsp015a; expiry date: 30-sep-2020) in left knee for osteoarthritis. It was the first injection of the series of 3. On (B)(6) 2018, 3 days after the injection, patient started experiencing severe pain and swelling to his left knee. Patient was seen in clinic on (B)(6) 2018 and had 80ml of clear yellow fluid aspirated from his left knee and sent for culture that came back negative (latency: 7 days). Patient received an injection of 40mg methylprednisolone acetate (depomedrol) at time of aspiration to left knee. Patient asked what she should do with remainder of synvisc injections. On (B)(6) 2018, patient recovered from events of swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee and aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee . On an unknown date in (B)(6) 2018, patient was diagnosed with pseudoseptic arthritis left knee (latency: few days). Action taken: drug withdrawn. Corrective treatment: elevating knee and applying ice, methylprednisolone acetate for swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee and aspiration for effusion (l) knee. Outcome: unknown for pseudoseptic arthritis left knee and recovered for rest a product technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 7rsp015 expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-apr-18 there were 4 complaints on file for lot 7rsl015 and all related sublots. 3 complaints were on file for lot 7rsp015: (1) adverse event report and (2) leaky syringes and 1 complaint was on file for lot 7rsp015a: (1) adverse event report. Sanofi would continue to monitor complaints determine if a CAPA was required. Seriousness criteria: required intervention for pseudoseptic arthritis left knee additional information was received on 13-apr-2018 from nurse. The case was upgraded to serious. Event term swelling to the injected knee was updated to swelling to the injected knee/ swelling to his left knee, pain to the injected knee was updated to pain to the injected knee/ severe pain to left knee and aspiration of the injected knee was performed was updated to aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee. Corrective treatment for swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee were added and event onset dates were updated. Indication of synvisc was added. Clinical course was updated and text was amended accordingly. Additional information was received on 24-apr-2018 from nurse. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly. Additional information received on 17-jul-2018 from healthcare professional. Event of pseudoseptic arthritis left knee added with details and all other events made its symptoms. Outcome updated for swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee. Expiration date added for product lot number. Patient's birth date and height added. Medical history of hypertension and hyperlipidemia added. Concomitant medication of hydrochlorothiazide, lisinopril added. Product regimen and action taken updated. Clinical course updated. Text amended accordingly. Additional information was received on 01-aug-2018. Outcome of aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee was updated from unknown to recovered. Clinical course updated. Text amended accordingly.

Event description:
Based on additional information received on (B)(6) 2018, this case initially considered as non-serious was upgraded to serious as the events swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee were updated to serious with required intervention as seriousness criteria. This unsolicited case from united states was received on (B)(6) 2018 from a other healthcare professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 3 days had swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee and after 7 days had aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee no medical history, past drugs, concomitant medication and concurrent conditions were reported. On (B)(6) 2018, patient received treatment with intraarticular synvisc injection, weekly at a dose of 2 ml, (batch number: 7rsp015a; expiry date: 30-sep-2020) in left knee for osteoarthritis. It was the first injection of the series of 3. On (B)(6) 2018, 3 days after the injection, patient started experiencing severe pain and swelling to his left knee. Patient was seen in clinic on (B)(6) 2018 and had 80ml of clear yellow fluid aspirated from his left knee and sent for culture that came back negative (latency: 7 days). Patient received an injection of 40mg methylprednisolone acetate (depomedrol) at time of aspiration to left knee. Patient asked what she should do with remainder of synvisc injections. Action taken: no action taken corrective treatment: elevating knee and applying ice, methylprednisolone acetate for swelling to the injected knee/ swelling to his left knee, pain to the injected knee/ severe pain to left knee and aspiration for effusion (l) knee. Outcome: unknown for all the events a product technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee additional information was received on (B)(6) 2018 from nurse. The case was upgraded to serious. Event term swelling to the injected knee was updated to swelling to the injected knee/ swelling to his left knee, pain to the injected knee was updated to pain to the injected knee/ severe pain to left knee and aspiration of the injected knee was performed was updated to aspiration of the injected knee was performed/ 80ml of clear yellow fluid aspirated from his left knee. Corrective treatment for swelling to the injected knee/ swelling to his left knee and pain to the injected knee/ severe pain to left knee were added and event onset dates were updated. Indication of synvisc was added. Clinical course was updated and text was amended accordingly.